Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿air in line¿ was not reproduced. The device was tested for ultrasonic upstream air test with passing results. There was no air in line alarms found in the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause was not determined and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.